Event description:
It was reported that on (B)(6) 2009, a new right sided implant was attempted, but only one lead could be inserted and connected to the new device. The implant went well, and the next day a device check was normal. The patient complained of urinary incontinence thought to be due to anesthesia, was told this would clear up, and discharged. On (B)(6) 2009, patient continued to have incontinence, went to the "trafford a&e", was prescribed laxatives, and discharged. Later that day or early the next, the patient was taken to the hospital. The paramedic reported that according to the ECG, the device was not working at the time. There was no complaint of dizziness or syncope. The patient died on (B)(6) 2009 due to a subdural hematoma, per the death certificate.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Patient information is not generally available due to confidentiality concerns. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. There was no indication from the physician that the death was device related. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and the inner insulation torn; there was apparent explant damage. ((B)(4))\.